Event description:
During use of the device for endoscopic saphenous vein harvesting, more than the expected amount of bleeding was observed. The endoscopic approach to the vein harvest was converted to the open leg technique. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no adverse consequences to the patient.

Manufacturer narrative:
No device was returned to the manufacturer, nor was the lot number of the device reported by the user. The harvested blood vessel was successfully used as a coronary artery bypass graft.